Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he has given himself multiple boluses but his blood glucose continues to rise. His blood glucose was 509 mg/dl and he treated with a manual injection. He mentioned that he also had a blood glucose of 400 mg/dl and that he treated with another injection. At the time of the incident, the customer stated that his blood glucose was 150 mg/dl and that his current is 372 mg/dl. The customer said that he was out of town on vacation and was shopping when the high blood glucose occurred. He tried drinking a milkshake and giving a bolus but that did not help. A new set was entered on (B)(6) 2017. After the new set change on (B)(6) 2017, the customer stated that they noticed that their blood glucose began to come down. During troubleshooting for high blood glucose, the customer mentioned that they had diarrhea but felt okay to troubleshoot. He said that he had needles as a back-up plan. He said that there had been changes to his pump programming and that it was that his pump was on the high alert settings only. The customer would like the pump replaced and states that his blood glucose goes up once he boluses. The customer was advised to change entire set, reservoir and insulin and treat per his doctor¿s instructions. The insulin pump is being returned for analysis.

Manufacturer narrative:
The device passed displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. The insulin pump passed the displacement accuracy test. Programmed multiple boluses and monitored; all bolus deliveries were shown properly in the daily history screen. No bolus anomalies noted during testing. The device was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and slightly faded serial number label.